Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying cause: user had high glucose value.

Event description:
Consumer complaint of blood results reading "hi". Patient was taking his lantus insulin while on the phone with wife and retested with a result of 573 mg/dl. Customer's wife states that her husband is experiencing restlessness and fatigue. It was suggested to the customer to seek medical attention. On a follow up phone call, the customer disclosed he did call his physician and was instructed to administer insulin and that his glucose result was 375 mg/dl. The customer then stated he was no longer experiencing any symptoms. No adverse event reported.